Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system had a cine disk failure error message and a loss of cine function. There was no patient injury or death reported.